Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had cracks on the threading around the battery compartment. It was also reported that the customer had a blank display. Customer's blood glucose level at the time 339mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.